Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion. Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator alarmed with high temperature alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) performed annual preventive maintenance to address the reported problem.